Event description:
The customer stated a pt sample generated a sodium result of 116 meq/l on the architect c8000 analyzer but when retested, the result was within normal rnage. The customer stated that qc was within acceptable range. Weekly maintenance and a valve and tubing check was done on in 2004. The ict module was in use 2004 and preventative maintenance had been performed on the following month. No impact to the pt management was reported.